Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt was admitted into the hospital with positive blood cultures and heart failure symptoms. The pt was presented with a low hemoglobin and hematocrit (h&h) and was started on inotropes. No alarms specific to the event were reported. Treatment options were discussed with the pt, who did not want to undergo a pump exchange. It was also reported that the pt had a blood infection from a long-standing driveline infection. The pt expired due to congestive heart failure. During the autopsy, it was noted that tissue had overgrown on the inflow conduit. The surgeon and vad coordinator suspect the overgrown tissue may have led to the heart failure symptoms.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.